Event description:
It was reported that the patient experienced slight warmth at the ipg site during an MRI. No pain was reported. The warmth at the ipg site was resolved after MRI.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.